Manufacturer narrative:
(B)(4). Date sent: 11/04/2022 d4: batch # 382a23 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and the anvil was not received. The breakaway washer was not present, the device was fully loaded with staples. When the test battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and it was noted that the flex circuit was not fully seated in the connector. The flex was then inserted correctly, and the device was tested for functionality with the returned washer and a test battery, and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the sigmoid colectomy procedure when they put the powered circular stapler in the rectum they tried to fire, but it would not fire. He opened up another stapler and inserted and it still would not fire. He had to remove the stapler from the battery and place the new stapler in the patient and it did fire at that point. No patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: could you please provide more details for "opened up another stapler and inserted and it still would not fire"? They opened second stapler and tried a new battery from it and it still did not work. Could you please clarify if the battery was inserted or the device during troubleshooting? Yes, new battery was inserted and did not work. New battery was taken out of device that did not work and reinserted into second cdh29p. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.